Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting that their orthopat machine will not power on. No injury or reaction was reported.

Manufacturer narrative:
Evaluation of the returned device did not confirm the reported problem. A major blood spill was found. Issue caused damage to the power supply and various other components. (B)(4).